Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) at the time of the issue was 80 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer declined to provide further information regarding low bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.